Manufacturer narrative:
Findings: intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Numbers do not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported that the customer had an issue with the keypad of the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated that when she went to bolus, the number kept scrolling around on the insulin pump. Customer was advised that the insulin pump will need to be replaced. Customer reported that she is pregnant and is in her third trimester. Customer stated that she will follow-up with her health care professional. No additional information provided.